Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing irritation and soreness at the implant site. Device testing is within normal limits. Magnet strength was reviewed and adjusted. The recipient was advised to pause wearing the device for a few weeks.

Manufacturer narrative:
Additional information - section d6a. Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device and will be managed by the facility. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.